Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt received effective coverage after his trial lead procedure. However, the first night the pt noticed he had positioned stimulation. The next day the pt only had partial stimulation, and it was reported he would feel a jolt whenever he turned the system on. Attempts to determine the current status were unsuccessful.